Event description:
A report was received that the patient was experiencing muscle spasm in the left upper extremity since she was implanted with the scs system. The muscle spasm occurs when the stimulation is on. The physician believes this was caused by the device and that the leads were in an area that should not create motor stimulation. The patient will undergo a revision.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1110-02, serial #: 224032, description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient was experiencing muscle spasm in the left upper extremity since she was implanted with the scs system. The muscle spasm occurs when the stimulation is on. The physician believes this was caused by the device and that the leads were in an area that should not create motor stimulation. The patient will undergo a revision.

Manufacturer narrative:
Additional information was received that the patient will not undergo a revision. The patient had reprogramming, and the motor stimulation had been resolved. The patient was doing well.